Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. During the investigation mmdg found that the pump motor had a failed bearing, which caused the volumetric failure. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump had broken hinges and a bubbled front housing. When the pump was returned to mmdg for evaluation, the pump over infused at a rate that mmd considers reportable. The initial reporter stated that the complaint had not had any effect on a patient. The volumetric failure was discovered at moog. (B)(4).